Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.1 failed due to hardware issue. The technical support specialist was able to resolve the issue by replacing the pocket and removed all foils from the row boards. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had read/write failure for multiple pockets in half height drawer 3.1 the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.